Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had a problem with a peritoneal dialysis catheter. The customer reported finding a hole in the dialysis catheter near the adapter, in a patient who developed peritonitis and required antibiotic therapy.